Event description:
It was reported to philips that the pins on the battery pca were bent. The customer requested that the device be returned for bench repair. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pin 7 on connector j2 was found damaged.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the pins on the battery pca were bent. The customer requested that the device be returned for bench repair. There was no patient involvement.